Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a surgical procedure due to recurring incontinence and atrophy. All components of the existing aus were explanted and replaced with a new device. The explanted device is not expected for return. There were no further adverse patient effects.